Manufacturer narrative:
November 20, 2015 11:30 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb c-ring would not lock in place and upon closer examination the scope appeared to protrude further than normal from the end of the cannula. The hospital did not report any patient effects.